Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 26 mg/dl at the time of the most recent event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer stated that he has been working longer hours recently, which may have attributed to the events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.